Event description:
Customer reported high blood glucose of 482. Mg/dl. Customer requested help with setting up her replacement insulin pump. Customer had been off insulin pump therapy since sunday 03/15; device was replaced due to a motor error alarm. Customer was assisted with programming time/date, basal rates, bolus wizard and fixed prime. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-45018.